Event description:
It was reported that the pressure monitoring tubing is allowing all of the fluid in the pressure pack (0.9ns, 500ml) to run into the pt. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.